Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photo confirmed a green substance within the connection junction of the system controller and system controller connector of the modular cable, which is consistent with fluid ingress. The controller event log file contained data from (B)(6) 2021 to (B)(6) 2021, following a controller exchange. The pump operated as intended at the set speed for the duration of the log file. There were no atypical alarms. The pump appeared to be operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Heartmate 3 lvas IFU (rev. C) and patient handbook (rev. C) are currently available. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped in the implant kit to the customer on 22sep2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer¿s report #2916596-2021-01222. It was reported that the patient had a green liquid was observed emanating from the white power cable in the patient's system controller and driveline connector, specifically at the junction of where the white controller connection would connect to another power source. There were no alarms or parameter changes with this observation and the pump and its periphery operated as intended and designed. The patient presented to the hospital on (B)(6) 2021 with green fluid leaking from the driveline. The controller was subsequently exchanged. It was recommended that if fluid was seen coming out of the modular cable portion of the driveline that the modular cable be exchanged as well.